Event description:
It was reported that the programmer had a "serious programmer error" message upon boot up. It was also noted that the printing had been slow lately. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and all software updates were installed. Analysis was unable to confirm the slow printing, the printer was able to print without any issues. The common mode/wrist electrode functional test was out of specification, as a result the link electronic module (lem) circuit board was replaced and calibrated. (B)(4).